Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hysterectomy procedure on an unknown date and absorbable hemostat was used. The patient developed an abscess and that had to be drained of about 200 cc¿s of fluid. It was described as clear brown with junk inside. The patient is now reporting pain and the surgeon has had to bring patient to or to remove the abscess. The patients are doing fine no adverse patient consequences were reported. Additional information was requested